Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that fluid was noted on the floor during infusion. The tubing was removed from the device and the silicone segment was noted to have a pin hole at the upper fitment area. No patient harm or medical intervention occurred. No further patient/event information was reported.